Manufacturer narrative:
Initial.

Event description:
It was reported that after transitioning to bionic mode and being off the pump, the patient experienced a low blood glucose reading of 50 mg/dl; the patient stated they had not eaten for approximately seven hours and believed this contributed to the event. Symptoms included hypoglycemia. Outcomes included treatment with oral carbohydrate. Troubleshooting and education were completed, including blood glucose safety review and confirmation that fast-acting carbohydrates were available. Investigation included review of the event details and patient-provided context. Investigation of this case revealed no device malfunction was identified and patient fasting was a likely contributor, with the cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.